Event description:
It was reported that the pt had her acticon neosphincter device removed due to infection. No additional pt complications were reported in relation to this event.

Manufacturer narrative:
Balloon, catalog #: 72402106, serial #: (B)(4), expiration date: 04/02/2018, manufacture date: 04/2013. Pump, catalog #: 72402287, serial #: (B)(4), expiration date: 06/01/2014, manufacture date: 06/2013. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.